Event description:
On (B) (6) 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2010, a computed tomography scan was taken. On (B) (6) 2010, the CT scan was reviewed and revealed a distal type I endoleak around the contralateral leg component. This device was placed in the mid left common iliac artery which was aneurismal. There was no change in the diameter of the aneurysm. On (B) (6) 2010, a re-intervention was performed whereby an additional contralateral leg component was placed on the left side extending the existing limb down into the left external iliac artery. There was complete seal of the aneurysm in the left external iliac artery. Completion angiography revealed good seal and no endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.